Event description:
It was reported that during the citadel trial embolization procedure with the last 3x10 coil, there was a small rupture of the aneurysm with the subject 1018 microcatheter. The physician had to remove the current access system, bring up a balloon and an sl-10 microcatheter to balloon coil with a 2x4 ultra target coil. There was some extravasation but following the final 2x4 coil. The physician felt that he had treated the rupture as best as possible. There was no remaining bleed when the balloon was deflated. The physician deemed the final occlusion of the aneurysm to be a raymond class 2 occlusion. He felt that the trenza coils performed exactly like it was supposed and he praised its stability and how well it contains additional trenza coils braids and target coils. His complaint was that he should have changed out the subject 1018 microcatheter for an sl-10 microcatheter which he is more comfortable with. The physician said there would have been less need for catheter manipulation, and he felt the subject microcatheter movement was caused the rupture resulted in prolonged hospitalization. The postoperative CT scan of the head revealed a small interhemispheric subarachnoid hemorrhage which resolved at the time of discharge from the hospital. Physical examination (including neurological examination) was normal at the time of discharge from the hospital. The patient was discharged on april 13, 202 from the hospital in a stable condition .

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Manufacturer narrative:
F10/h6: component code grid: corrected to catheter. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and the device was confirmed to be in good condition prior to use on the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the citadel trial embolization procedure with the last 3x10 coil, there was a small rupture of the aneurysm with the subject 1018 microcatheter. The physician had to remove the current access system, bring up a balloon and an sl-10 microcatheter to balloon coil with a 2x4 ultra target coil. There was some extravasation but following the final 2x4 coil. The physician felt that he had treated the rupture as best as possible. There was no remaining bleed when the balloon was deflated. The physician deemed the final occlusion of the aneurysm to be a raymond class 2 occlusion. He felt that the trenza coils performed exactly like it was supposed and he praised its stability and how well it contains additional trenza coils braids and target coils. His complaint was that he should have changed out the subject 1018 microcatheter for an sl-10 microcatheter which he is more comfortable with. The physician said there would have been less need for catheter manipulation, and he felt the subject microcatheter movement was caused the rupture resulted in prolonged hospitalization. The postoperative CT scan of the head revealed a small interhemispheric subarachnoid hemorrhage which resolved at the time of discharge from the hospital. Physical examination (including neurological examination) was normal at the time of discharge from the hospital. The patient was discharged on april 13, 202 from the hospital in a stable condition .